Event description:
During a remote follow-up, episodes of oversensing due to double counting of the wide qrs complex were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.